Manufacturer narrative:
The device was not returned to stryker for evaluation and the root cause was not established. The customer was advised to clear the errors and then the device passed the user test.

Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.